Manufacturer narrative:
This is a final report. The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2014 at approximately 6:00 p.m., he "felt that his blood sugar (was) high and (he) had a heart attack". Customer experienced symptoms described as dizziness, headache, slurring of speech, and inability to see straight, and was treated with "18 units of insulin" by his grandmother. Customer was transported to a local hospital and upon his arrival in the emergency department, a 'hi' result was obtained on the hospital's non-adc meter. Customer was reportedly diagnosed with hyperglycemia, "heart attack", and stated "his kidneys started to fail". Customer reported being treated with "rapid acting insulin, (unspecified) emergency drugs for the heart attack, and (unspecified) IV infusion". There was no report of death or permanent injury associated with this event.